Manufacturer narrative:
(B)(4). Batch # unk. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon procedure, some staples malformed at 1st and 2nd firing. The staples were formed properly at the other firing. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unusual feeling such as firing force was high during use. The device was used 4 firings in a row. The first 2 firings were malformed. Additional treatment is unknown. There was no change in procedure (e.g., additional incision, change in reconstruction method, etc.) Due to this issue. The patient is stable after the operation, and has already been discharged from the hospital. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2023. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two back reloads from the top view and both reloads can be seen fully fired.

Manufacturer narrative:
(B)(4). Date sent: 01/26/2023. D4: batch # 641a52. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 641a52, and no non-conformances were identified.